Event description:
Two pts were lacerated during colonoscopy procedures and required three day extended hospitalization due to the complications of the procedure and rectal bleeding. Anitibiotics were prescribed. Stool and blood cultures were taken, but the results were negative for both pts.